Event description:
It was reported the broach handle will not on to broach while being hit with a mallet. Handle flips open.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.